Manufacturer narrative:
(B) (4).

Event description:
Literature: munts ag, voormolen jh, marinus j, delhaas em, van hilten jj. Postdural puncture headache in complex regional pain syndrome: a retrospective observational study. Pain med. Nov 2009; 10(8): 1469-1475. Summary: this article describes the unusual course of postdural headache (pdph) after pump implantation for intrathecal baclofen (itb) administration in patients with complex regional pain syndrome (crps)-related dystonia. The information is case series based on data collected from 1996 to 2005 on a total of 54 patients with crps-related dystonia who were treated with itb. Reportable event: in the second of three patients with pdph, with csf leakage, pdph resolved within 48 hours, after an epidural blood patch (ebp) that was administered 11 days after implantation.